Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the device generated different alarm signals. The company rep identified that the problem was with the nic board and replaced it in the field. The problem was solved. An alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully and there were no adverse consequences to a pt as a result of this event.